Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged sheath is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 3.5fr microintroducer. Light use residue was observed on the sample. Microscopic inspection of the distal end of the sheath revealed the sheath was buckled and flared outward. The sheath tip deformation was consistent with attempted insertion against resistance. Such resistance may occur if insertion is attempted at a steep angle, if the insertion hole is too small, and if the transition between the sheath and the dilator is rough or abrupt. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the puncture sheath inside 0668935 split during puncture. No other information was provided.

Event description:
It was reported the puncture sheath inside 0668935 split during puncture. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.